Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the incorrect lead was registered for the patient. The lead on the patient¿s registration was a lead that was attempted not used because it had an issue connecting to the device so a different lead was used. The registration has been updated to reflect the correct serial number. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.